Event description:
It was reported that the 8mm ablation catheter tip detached within the introducer. The tip was successfully pulled out with the introducer. No pt injury.

Manufacturer narrative:
The catheter was returned with the detached tip. Due to the condition of the return, full functionality could not be tested. The catheter was used with a cordis introducer and the tip was found within the introducer. The catheter was designed with double safety measures for mechanical tip integrity, including an adhesive bond and an activation/pull wire connected to the tip. Testing conducted both in design and on finished catheters and subassemblies show catheters exceeded the 3.37 lbs tensile test requirement. Also, as part of the tip bonding process, an in-process inspection is performed on all catheters to confirm the absence of gaps and presence of bond. This inspection is repeated at final inspection on 100% of catheters. Review of the device history record indicates each mfg and inspection operation were performed and reported as complete and acceptable. No evidence of a mfg error could be found. Material/component receiving inspection records were also reviewed with no issues. Review of historical complaint data indicates this is an isolated occurrence. As stated in the instructions for use, "excessive bending or kinking of the catheter may cause damage to the catheter."